Event description:
It was observed, that during the device evaluation. The subject device electrical contact in the video connector was scratched. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.